Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump stop alarm was noticed during rounding. Nursing staff reported that they were unaware of any alarms taking place and that it was not communicated during shift change. After speaking with the patient, it was confirmed that the alarm had happened when the patient was messing with their system controller, and that they might have unplugged it, but it was not certain. The patient's driveline was checked, and all connections appeared to be secure. It was said they were unable to replicate any alarms with manipulation of the patient's driveline and controller. Log files contained various alarm associated with a driveline disconnect on (B)(6) 2025 between 6:38:46am - 6:39:11am. The pump did resume normal operation once the driveline was reconnected. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log files. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnected alarm were confirmed via the provided log files. The system controller event log file captured a driveline disconnect alarm on 21dec2025 at 06:38:46, stopping the pump. The driveline was observed to have been reconnected to the controller at 06:39:11, and the pump ramped back up to intended speeds. No other notable events were observed in the log files submitted. The system controller (serial number (B)(6)) was not returned for analysis. Additional information indicates the alarm occurred while the patient was messing with their controller and "might have unhooked it [driveline]" but cannot recall, connections were inspected and confirmed to be secure, and no alarms were produced with additional manipulation of the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. The current revisions of the patient handbook and instructions for use can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 2, ¿how your heart pump works¿, and the heartmate 3 lvas instructions for use section 2, ¿system operations¿, instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿, and the heartmate 3 lvas instructions for use section 7, ¿alarms and troubleshooting¿, instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)). No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Per perfusionist, it was said the nursing staff was unable to recall an alarm happening and nothing was reported during shift change. After speaking with the patient, the alarm happened while they were messing with their controller and might have unhooked it but couldn't recall. The condition of their driveline was checked and all connections appeared secure. It was unable to replicate the alarm by manipulation of the driveline.